Manufacturer narrative:
D4: lot number is modified; 122444 instead of 123163 as reported in the initial medwatch. Analysis and results: the sample received had a different batch as the informed. The informed and second pack batch is 123163 nevertheless, the product inside the pouch has the batch 122444. We have changed the batch to 122444 as is the one from the sample. There are no previous complaints of this code batch of which we manufactured and distributed in the market 5,724 units of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received an open sample with the needle detached from the thread and the thread is still wound on the pack. Without closed samples a proper analysis cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that upon opening the package, the needle and thread were already separated. Additional information has not been provided.